Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient wasn¿t sure if he was charging his implantable neurostimulator (ins) correctly because he started charging on the night prior to the report. It was confirmed that the implantable neurostimulator recharger (insr) was 100% charge and the ins was less than 25% charged with all coupling bars. Also, the insr was working as designed and the patient stated that he last charged the ins two to three weeks prior to the report. In the end, the patient was redirected to follow-up with a healthcare professional (hcp). There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they don¿t know the circumstances that led to the battery charge issue, however the issue resolved. Additional information received from the patient on (B)(6) 2020 indicated that the patient started having the same problems again and was unsure how to get couple boxes. Patient services had the patient move the recharging antenna over their implant, and the patient was able to get 2 coupling boxes. They then had the patient go though antenna locate, and the patient was able to get all 8 coupling boxes. Patient services recommend the patient charge their ins to 100%, and that all of their external equipment was working as intended.